Event description:
He had been using amo complete moisture plus since of 2006. He developed a red spot in his eye in of 2007. He stopped wearing his contacts for a week or so and then tried wearing them again after the redness subsided. The redness came back along with sensitivity to light and tearing. He discontinued wearing his contacts. Dose: rinse and soak. Frequency: daily. Dates of use: 2006 -- 2007. Diagnosis: soft contact lens wearer. Event abated after us stopped: no. Event reappeared after reintroduction: yes.